Event description:
A pt received a burn to the thigh at the location of where the cord was resting which had been clamped with a metal clamp. The metal clamp caused an insulation failure on the pencil cord. The pt's burn was excised and sutured.